Event description:
A non health care professional reported following the intraocular lens implantation the patient was not satisfied with the outcome and complained of being blur. The les was explanted in a secondary procedure. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. The lens has been cut in half, typical of insertion and removal from the eye. A deep gouge mark is observed on one portion of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The root cause for the reported events could not be determined. The manufacturer internal reference number is: (B)(4).